Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the physician noticed char after the procedure. The char was located between the two distal electrodes. The char was in two darkish rings. No error codes occurred. The patient was anticoagulated and their activated clotting time (act) was maintained throughout the case. There were no system messages or temperature issues noted during use. No irrigation or flow issues occurred either. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date and manufacture dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 11-mar-2025, it was discovered that the h6 type of investigation field was mistakenly omitted from the previous supplemental report. As a result, the h6 type of investigation codes have been added to this report. The codes are as follows: testing of actual/suspected device (b01) and analysis of production records (b14). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the physician noticed char after the procedure. The char was located between the two distal electrodes. The char was in two darkish rings. No error codes occurred. The patient was anticoagulated and their activated clotting time (act) was maintained throughout the case. There were no system messages or temperature issues noted during use. No irrigation or flow issues occurred either. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual analysis revealed char, thrombus, or clot located at the bottom of the dome in the transition between the dome and the first ring. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31422621l and no internal action was found during the review. The char and thrombus issue reported by the customer was confirmed. The potential cause of this issue is related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that char is a physical phenomenon of radiofrequency, it can be the normal result of the ablation process. The instructions for use (IFU) contain the following information: when rf (radiofrequency) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).